Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an external neurostimulator. The patient reported that she had sciatic pain in her buttock and down her leg prior to the trial but she notices it is more pronounced at night. It is relieved if she gets up and walks around, but on (B)(6) 2016 the sciatic pain felt like a jolt so she switched the stimulation to the right side, then she switched it to the left side because she was having diarrhea, but now does not feel the stimulation. The patient thinks the lead may have shifted because when she was on the left side previously the setting was 1.4 or 1.5 and now it was at 2.1 and she didn¿t feel anything. The patient also reported having bowel problems - trouble defecating and diarrhea since starting the trial. It was reported the patient feels stimulation in the wrong location while lying in bed at night and feels uncomfortable stimulation. Additional information received from the physician indicates that the following diagnostics and actions/interventions were performed in relation to the patient¿s sciatic pain and trouble defecating: anorectal manometry (lgh); contrast voiding defecography; pelvic floor therapy/biofeedback studies; multiple CT spine/MRI. The patient was not symptomatic with regard to sciatic pain when the physician met the patient pre-operatively. It was noted the patient has a history of l2-l5 laminectomy with chronic low back pain. The physician reported that the pain was not truly sciatic pain as the pain is localized to the low back, not radiating down the leg. It¿s a chronic issue for which the patient has had an l2-l5 laminectomy/fusion and for which she takes chronic pain medications. The physician also reported that the sciatic pain was not presented or endorsed pre-operatively or post-operatively to him. Defecation was improving with attempting to wean narcotics, *illegible* and taking supplements.

Manufacturer narrative:
PMA# was corrected from 970004 to p970004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.